Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's location of the ipg prevented him from effectively programming or recharging the ipg. Consequently, the patient had the ipg replaced with a non charging ipg.